Event description:
It is reported that the pt underwent synovectomy of anterior compartment and patellofemoral compartment.

Manufacturer narrative:
This report will be amended when our investigation is complete.